Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the user was unable to remove the battery cap from the pump. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
Follow-up #1: date of submission 11/1/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: pump was returned with the battery cap stuck. Battery compartment threads are stripped and are unable to secure. Test cap was able to hold for testing. Moisture observed on the battery cap. Leak test failed due to a crack in the battery compartment along the side. Opened pump- no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.